Event description:
During an essure micro-insert placement procedure, an essure micro-insert broke; part of the micro-insert was removed while some pieces were left in the pt's fallopian tube. The physician performed a hysteroscopy several weeks later to remove the pieces of the essure micro-insert from the pt's fallopian tube. The pt was stable following the procedure to remove the broken essure micro-insert.

Manufacturer narrative:
The returned product was received and analyzed, 1 delivery system with 1 micro insert attached was investigated. The returned product was investigated to verify the incident report and determine if it had any damage, deformation or out of spec conditions. The following list describes what was observed during the investigation of the returned product: micro insert was deployed inside the coil catheter; innercoil and distal portion of the outer coil was missing; hypo tube was buckled, which prevented completion of IFU steps; ptfe was damaged in the coil catheter and coil catheter coils were delaminated; damaged hypo tube bond in lab during analysis. Deployment difficulty was confirmed. Hypo tube buckle prevented second rollback and the procedure could not be completed. As described in the incident description, the doctor had to remove the micro insert, which could explain why the distal portion was missing. Cause of the hypo tube buckle is most likely from premature deployment of the micro insert.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).